Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress by dropping or hitting, or deterioration by chemical stress during reprocessing. It is recommended that the user facility be instructed/reinstructed regarding the operating environment and handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition, to the reportable malfunction mentioned in the event description (b5). The evaluation found that the adhesive around the bending section cover was cracked. The angulation was reduced and play due to a stretched angle wire. There were scratches found at the distal end, insertion tube, control body, switch box, light guide tube, scope connector of the scope. The forceps stopper was scraped. The investigation cannot conclusively determine the cause of the reported event, as the investigation is ongoing. This report will be updated when the legal manufacturer¿s investigation is completed and if new information is received later.

Event description:
The customer returned the device to olympus for service, but no specific problem was reported. No patient injury reported. During evaluation of the returned device, it was observed that the adhesive around the light guide lens was peeling off. A dirt penetrated the through the gap on the adhesive. This MDR is being submitted to capture the reportable malfunction noted during the evaluation of the device.